Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Investigation not completed.

Event description:
It was reported that during a device check, after patient use, the autopulse platform's ((B)(4)) display screen was black and unreadable. There was no patient involved when this occurred. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection of the returned platform was performed and found the front and bottom enclosures damaged and corrosion was observed on the top cover. The autopulse platform is a reusable device and was manufactured on 11/21/2006. Therefore, this type of physical damages found during visual inspection can occur due to normal wear and tear and/or physical abuse and is not related to the blank or unreadable lcd screen. A review of the archive was performed and observed multiple user advisory (ua) 02 (compression tracking error) message had occurred on the first compression. Ua 07 (discrepancy between load 1 and load 2 too large) message was observed on 3/22/2016. Note that both ua 7 and 2 are unrelated to the reported complaint of a blank or unreadable lcd screen. During functional testing, ua 7 was observed upon power-up. Further testing showed that the load cell module 2 was defective. In-house test load cell was installed the platform was run for approximately 30 minutes; no fault found. In summary the customer's reported complaint of a blank or unreadable lcd is not confirmed during functional testing. Unrelated to the complaint, ua 7 was observed during archive review and functional testing and was attributed to a defective load cell module 2. Ua 2 was also observed during archive review but not during functional testing indicating that the user was able to clear the error code. Ua 2 typically occurs if the patient is misaligned on the platform or the lifeband is opened. The platform passed all final testing criteria.